Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. (B)(4).

Event description:
Clinic reported a patient who experienced bilateral erythema, edema, and tenderness 7.3 months post miradry treatment. Since the clinic suspected the symptoms to be an infection, antibiotics (keflex 500mg bid for 10 days) and warm compresses were prescribed. Symptoms resolved.